Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation. Event description: cook was informed of an incident involving a cook bakri postpartum balloon. As reported, the complaint device was used to treat postpartum hemorrhage. The balloon was placed transabdominally and inflated after suturing. Following placement and inflation, the patient was sent to observation. Six hours after the procedure, leakage was observed. The balloon was removed and found to be ruptured in the middle. No adverse effects were reported. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, documentation, the instructions for use, and specifications. The complainant returned one bakri postpartum balloon catheter for investigation. Visual examination confirmed the catheter was returned in used condition. Balloon was split along the side of the seam with a 3mm space between the split and the seam in the balloon material. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Cause of balloon rupture was not determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during the treatment of a post-partum hemorrhage after the patient lost 1500 ml of blood a bakri tamponade balloon catheter was placed transabdominally and inflated with 400ml of saline after the uterus was sutured. Six hours after placement liquid began flowing from the vagina and the device was removed. The balloon was found ruptured in the middle. The patient lost 80 ml after the device was removed. There were no adverse effects to the patient as a result of this occurrence.